Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was checking with the patient on (B)(4) 2018. The rep said they will take direction from the healthcare provider (hcp) on how to proceed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2018, the patient experienced a sudden loss of pain relief. Reprogramming was performed but pain relief could not be obtained. It was unknown at the time of the report what could have caused the loss of pain relief. The doctor ordered an x-ray to determine the lead position. The results had not yet been obtained at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was now receiving pain relief. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead had potentially migrated less than have a vertebral body, but it was hard to tell because historical images were poor in quality. Other than that, there are no apparent device issues. The device was reprogrammed. It was unknown if the patient was receiving relief now. The rep said they were going to stay in close contact with the patient. No further complications were reported.